Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure in the upper gastrointestinal tract. According to the complainant, during the procedure when the jaws were opened within the patient, the physician noticed that the needle of the device was bent. No resistance was encountered while advancing the device through the scope and no biopsies were retrieved with this device. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): a visual examination of the returned device found the needle tilted. No abnormalities were noted with the device riveting and welding which were within specifications. Functionally the device jaws would open and close normally considering the tilted needle. The condition of the returned incident device was consistent with the complaint; needle bent. The most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)